Event description:
It was reported that approximately 30 minutes after the start of treatment with a prismaflex set, an external fluid leak was observed from the drain bag. The leak was observed to be coming from a cracked spike. There was no report of patient injury or medical intervention associated with this event.no additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was not available for investigation, however, photos of the impacted unit were provided. The visual inspection of the provided photo observed the reported crack on the spike. The reported condition was verified. The cause is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.